Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. Reporting description stated that they transposed the manifest refraction incorrectly when preparing the surgery. Case is most probable caused by user error. The root cause could not be identified conclusively. The most likely root cause was user error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A refractive coordinator reported a patient's right eye was untreated by -1.00 diopter post photo refractive keratectomy (prk). The site noted that the manifest refraction was transposed incorrectly when preparing for the surgery. Several hours later, the surgeon decided to bring the patient back into the laser room and finish treating the remaining untreated diopter by performing wave front optimized treatment. The bandage contact lens was removed and the surface was dried. The wave front optimized treatment was completed.